Manufacturer narrative:
Failure analysis noted that the insulin pump had no button response due to moisture damage on the keypad traces. There was moisture damage on the electronics. The pump had scratched display window, cracked display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that the viewing glass of the pump was fogging up and there was also a hairline crack. The customer stated that the pump alarmed button error a while back. The insulin pump was returned for analysis.